Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette tubing during their pd treatment. The patient reported receiving a supply bag lines are blocked alarm during dwell four of five of treatment and the treatment was cancelled. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up the patient stated the leak had occurred from the cassette, on the heater line near the connection to the heater bag, however stated the solution bag did not leak. The patient stated the leak was from the plastic tubing just below the connection point on the cassette side. There were no holes or other damage noted on the cassette. The patient confirmed they noticed the leak in dwell four and ended treatment on the cycler. The patient stated they performed a manual drain to complete treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.